Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, an unused device of the same lot was received. A visual inspection and a functional leak test (unit was manually filled to its maximum volume and observed for a rupturing reservoir) were performed. No leaks, malfunctions or abnormalities were identified during the evaluation of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor burst. This occurred during filling with physiologic solution, after the device had been filled with 80 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.